Manufacturer narrative:
Of the 79 allegations of a malfunction, 48 pumps were returned to animas and investigated. Of the investigated pumps, 15 were found to be malfunctioning due to eeprom failure and printed circuit board issues. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 6</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a cs 006 issue. These reports were received from various sources. The patients associated with this allegation ranged from 28-80 years of age and between 165 and 194 pounds. Of the reported patients, 4 were male and 1 was a female.

Manufacturer narrative:
Device evaluation: in quarter 1 of 2019, there was 1 instance of cs 006 failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.